Manufacturer narrative:
Initial reporter: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported "sbi rupture replacement" with an unknown side 133s te." The device has been explanted and replaced.